Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was reading inaccurately. The pt indicated that the alleged meter issue started on in the afternoon a couple of months ago. The pt claimed that at times, the meter would give the same readings over and over. In one case, the customer claimed that she got the same high reading a few times and as a result, she added an unspecified dosage of r-insulin to her 70/30 insulin dosage. After taking the increased dose of insulin, the pt claimed that her blood sugar went too low. The pt reportedly developed symptoms of shakiness, sweating, and seeing spots. The pt was unable to recall the specific date/time when the event occurred, what readings she obtained, and what insulin dosages she took during the time of concern. The pt's blood glucose was not tested on another device. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The meter and test strips were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with severe hypoglycemia after taking an increased dose of insulin based on alleged inaccurate high meter readings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.